Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, nausea was reported, and cerebral infarction was diagnosed via magnetic resonance imaging (MRI). The cerebral infarction was treated with drug therapy. Thirty seven days following the valve implant procedure, the symptoms had improved. No additional adverse patient effects were reported.